Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that (1) pcu keypad will be replaced due to the device being unable to turn on. The customer confirmed that there was no patient involvement.